Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They are having difficulty connecting to the ins, and last time they saw their pa at advanced urology, they suspected the ins may have flipped. The patient reported feeling a needle-like sensation at the ins site for maybe 3 months or so. During the call, the patient was able to connect successfully with the recharger and get good charge quality. The therapy was turned off. The patient has an appointment with the managing hcp on (B)(6) 2023 and will discuss symptoms and concerns.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient reported their implant battery doesn't seem to be holding a charge as long. Patient stated they charged their implanted neurostimulator last monday or tuesday and a week later they checked implant battery level and it was already down to 60%. Patient stated they don't know if the "external machine can do anything about that" but stated something is "a miss". Reviewed external device/ins battery overview. Agent inquired if patient recently changed therapy settings and patient stated at hcp's appointment on "maybe thursday" they changed programs and they believe also increased stimulation. Reviewed implant battery related to therapy settings. Reviewed charging/battery/therapy overview and expectations. Patient provided event date as "it's been a while". When asked for patient's managing healthcare provider's name patient stated they just saw an hcp. Patient stated they just charged their implant to 100% today. Pt will monitor charge level in a week since this is the first time patient has charged their implant since most recent therapy adjustment was made. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. Pt will monitor implant charge level and may call back for assistance with therapy adjustment if needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.